Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01109. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the patient's l5 lead had migrated. As a result, the patient underwent surgical to have the lead explanted and a new lead implanted at s1. Patient has effective therapy post op. Note: patient has 2 leads implanted at l5 so therefore both are being reported.